Event description:
Mother reported the patient attempted to deliver a bolus on (B)(6) 2011, but the insulin leaked from the cartridge and spilled into the cartridge compartment of the infusion device. Blood glucose elevated to 500 mg/dl. Patient attempted to correct hyperglycemia, but this was not successful. Patient changed the infusion set and cartridge and switched to the backup infusion device, and blood glucose returned to normal. No error messages were received on the infusion device. Alleged cartridge was discarded and will not be returned for evaluation. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.